Manufacturer narrative:
The reported event was confirmed. An amber lubricath catheter was returned without its original packaging. The balloon appeared to have sticky residue on its shaft. A 10 cc leur lock syringe was used to attempt to inflate the catheter with 80 ccs of air. During the 60 cc inflate, the catheter spontaneously deflated. The catheter was then attempted to be inflated with 80 ccs of water; water immediately began to leak from the tip of the catheter. Upon closer examination, it was found that the water was leaking from the drainage eye. A potential root cause for this failure could be "lumen compromised by a puncture or cut". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two foley balloons deflated prematurely during use. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that two foley balloons deflated prematurely during use. No medical intervention was reported.